Event description:
On novemer 20, 2006 the lay user/patient contacted lifescan alleging that the one touch ultra was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient on november 27, 2006 to obtain/verify the following information. The patient became concerned with inaccurate high meter readings about 2 weeks prior to contacting lifescan, since she had improved her diet. She was getting meter readings in the 500-600's mg/dl and stated that she never had readings over 320 mg/dl. At the time of the "high" meter readings, she reportedly felt "normal" and did not have any symptoms of high blood glucose levels, but was taking as much as 20 units of regular insulin several times a day based on the meter readings. Several times a day, she became shaky after taking her insulin and ate diabetic candies to relieve her symptoms. When she felt shaky, however, she would test on her meter and stated sometimes her meter reading did not change and sometimes the bottom half of the display is missing. On november 10, 2006, the patient went to her regularly scheduled doctor's visit, obtained a "250 mg/dl" on the doctor's meter, and did not receive any medications, since she had already taken her insulin 30 minutes prior to the visit. She shared her concerns with her "high" meter readings with her doctor and had her insulin dosages adjusted, but she did not specify if it was increased or decreased; however, she stated her doctor recently switched her back to the previous insulin regimen. The patient was unable to verify the unit of measure setting at the time of testing and where the blood sample was from; however, the customer care advocate noted that the incorrect testing/incorrect techniques were used. The mas informed the patient that her meter is capable of reading up to "600 mg/dl;" however, the patient was confident that she saw readings in the "600's mg/dl" on her meter. Based on the provided information, this complaint is being reported because the patient took insulin based on her "high" meter readings and had symptoms on multiple occasions, which may indicate she was hypoglycemic. The patient also reported a missing segments issue with the meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.